Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A DHR review was performed and yielded no exception documents that would cause or contribute to the reported failure. A search of the complaint database was performed and no similar complaints were identified.

Event description:
The account alleges during an angiogram, the needle used for the procedure broke and separated while being removed over the wire, leaving the metal needle in the groin. The foreign body was successfully removed. No additional patient consequence to report.